Event description:
It was reported, that the patient presented for a routine device change out procedure. Prior to the procedure, it was noted, that the right ventricular (rv) lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.